Event description:
It was reported the patient has not recharged the ipg in two years. The patient is aware the ipg is inoperable. A replacement charger was sent to the patient. Follow-up revealed a physician consult is planned to discuss a ipg replacement.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.